Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. Moreover, the spyscope ds was found kinked in multiple locations. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was used for electrohydraulic lithotripsy (ehl) to treat large bile duct stones. Immediately after bile duct stones observation, it was noticed that the working channel of the spyscope ds was protruding and blocked the field of vision. The procedure was stopped. The spyscope ds was checked outside the patient and they noticed that the working channel sleeve protruding from the device. The procedure was completed with another spyscope ds. There were no patient complications reported as a result of this event.